Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed and the helix was disengaged from helical channel. The inner tubing was kinked/buckled and there was blood in/on the helix mechanism.

Event description:
It was reported that during implantation, there was a problem with the screw mechanism of the lead. The lead was not used and it was successfully replaced with another lead. No patient complications have been reported as a result of this event.